Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a patient came into the PICC clinic with a double lumen PICC that was over 1 year old. She had ir insert this PICC due to her difficult vasculature and she stated that they had difficulty. The patient found her tpn was leaking from the opposite lumen being used for the infusion. She thought there was a hole in the PICC, which was why she asked for her medical team to have the PICC removed and a new one placed. This 5 fr double lumen PICC was removed easily and no defects were observed. There was no report of patient harm.